Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated that patient underwent surgical intervention where the ipg was explanted and replaced. Reportedly effective therapy was restored.

Event description:
It was reported that the pc displayed the message "replace generator soon". Ipg is still providing therapy. As such surgical intervention is pending to address the issue.

Manufacturer narrative:
B3-date of event is estimated.